Event description:
It was reported sensing function of unit was erratic. The unit would not activate when it should and it would activate when the function should not be active. It was also reported there was a main board error. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery flex, battery release, and lead flex cover are contaminated. Display out of electrical specification (segments missing). Cosmetic issue found on the keyboard pad. Battery drawer broken. Battery contacts are compressed. Ring and two side bails are missing. Ring cover and two side bail covers are broken. Upper and lower cases are broken.